Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, shaft separated. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the lesion. When the blue protective sheath was being removed, the shaft separated at about 20cm from the distal end. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
A visual examination of the returned device confirmed a complete balloon detach. The balloon was returned within the balloon protector. The balloon was removed from the balloon protector and no issues were noted with the remaining balloon sections. No other damage was noted to the remaining sections of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, shaft separated. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the lesion. When the blue protective sheath was being removed, the shaft separated at about 20cm from the distal end. The procedure was completed with a different device. No patient complications were reported and patient's status is good.